Event description:
It was reported that the 9900 system had an overload fault during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.